Event description:
It was reported that patient enrolled in a clinical study underwent reverse shoulder arthroplasty on (B)(6) 2015. On (B)(6) 2015 the patient experienced cardiac arythmia and an episode of bradycardia when she felt dizziness. Both issues were resolved by (B)(6) 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is being submitted to inform the FDA of a procedure related event involving the patient. There was no reported product problem and the event is not considered to be device related.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.